Event description:
The hcp reported the pump is administering less than 20% of what it should be. No pt symptoms were reported. "Pump check by radiology" done and showed no occlusions. The pt outcome was not reported. The pt is also receiving the chemotherapy intravenously.